Manufacturer narrative:
Other, other text: one medfusion 3500 pump was returned for analysis due to a system failure. The device's history showed a primary audible alarm background test error. The device was tested by an occlusion test. The operator was unable to duplicate the primary audible alarm background during the occlusion test. The speaker was replaced as a preventative measure. No causes or potential causes to the customer's reported problem were found during the DHR review.

Event description:
Information was received that device had system failure. No patient injury.